Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving high readings on his adc freestyle libre sensor compared to readings obtained on a competitor brand meter. Customer reported obtaining a sensor scan result of 'hi' (greater than 500 mg/dl) compared to a reading of 178 mg/dl on the competitor brand meter. Customer reported that on (B)(6) 2018 he self-administered an unspecified amount of insulin and subsequently experienced symptoms of hypoglycemia and lost consciousness. The customer's partner provided sugary lemonade as treatment, and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: (device mfg date) has been updated. Visual inspection has been performed on the reported sensor patch and no issues were observed. The sensor plug was found to be seated correctly. Performed visual inspection on the plug assembly and no observation were found. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving high readings on his adc freestyle libre sensor compared to readings obtained on a competitor brand meter. Customer reported obtaining a sensor scan result of 'hi' (greater than 500 mg/dl) compared to a reading of 178 mg/dl on the competitor brand meter. Customer reported that on (B)(6) 2018 he self-administered an unspecified amount of insulin and subsequently experienced symptoms of hypoglycemia and lost consciousness. The customer's partner provided sugary lemonade as treatment, and no further treatment was reported. There was no report of death or permanent injury associated with this event.